Event description:
During preventive maintenance service the manufacturers field service engineer (fse) found the backup battery would not charge. The fse reported the battery was dated 2008. There was no patient involvement.